Event description:
During testing at the user facility, an e321 (battery charger timeout) error code was noted. The device was returned to the biomedical department with a note stating, malfunction code. No tracking info was provided; therefore, specific pt info, pump programming or, event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device has been received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.